Event description:
Technical services received a call on 10/18/2012 from sales rep. The lead was implanted on (B)(6) 2011 and explanted on (B)(6) 2012 due to infection. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).